Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the fenestrated bipolar forceps instrument exhibited smoked at the cable and pulley, the instrument would not coagulate. The procedure was completed with no reported injury. Intuitive surgical (is) obtained the following additional information regarding this event: no arcing was observed during the procedure. The patient was not injured. The instrument did not collide with another energy instrument. The problem has been solved by replacing the instrument.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument associated with this complaint and completed investigations. The instrument was found to have a broken conductor wire at the bipolar yaw pulley to be related to the customer reported complaint. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. Components adjacent to the broken wire do not show damage.